Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis with no signs of external damage. The device history log was reviewed, finding that there was a flash memory post error. The unit was then powered up with a flash memory post; that occurred. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as fluid ingression occurred as a result of improper cleaning.

Event description:
Information was received indicating that there was a memory post failure software issue to a smiths medical medfusion 4000 wireless syringe infusion pump. There were no reported adverse effects.